Event description:
During a surgical procedure, a knee arthroscopy, in which the pump was used in combination whth the co canister suction system. The fluid from the unsterile suction containers flowed back into the pt. The nurse in the room stated the canister carousel had filled to capacity but befroe anything could be done about changing the suction liners, the solutuion back-up occurred. Unknown if the correct procedure was being followed for full container shut-off.